Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information was requested and the following was obtained: can you please clarify the event of "anastomotic leak occurred post operatively, surgeon has indicated that he believes stapler was at fault". Oesophacetomy, first time using tx during surgery, leak noted 3 days post-op. How was the leak identified? CT . Was there an issue with the staple line? If yes, was the staple line incomplete? No. What was the staple formation (b-formation, irregular, legs straight)? B formation. What was done to address the leak? Unsure but no revision surgery required. Did the patient require a re-operation? No. If yes, what was the procedure that was done? What was the date of the procedure? What device did the surgeon use previously and what was the reason for the change to begin using this device? Tl60. Did the surgeon receive an inservice or training prior to use? Yes. What anatomical structure was the device used on? Oesophagus. Were there any staple formation issues noted at any time during the patient¿s care? Potential leak noted 3 days after operation. What is the current patient status? Discharged. Second additional information request was made and the following was obtained: what was done to address the leak? Hospital has not provided any further information.

Event description:
It was reported that anastomotic leak occurred post operatively, surgeon has indicated that he believes stapler was at fault. Joined surgeon for oesophagectomy, was surgeons first time using device, stapler was fired, at time was happy with staple line. Since leak he has questioned staple line integrity as this was the only change to his normal practice.